Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that the suture broke when tensioning during an ankle fracture case. The anchor was removed and another was used at the same site.